Event description:
Related to MFR report # 2183959-2010-00365, 00367. "On or about (B)(6) 2005," the patient was implanted with a monarc subfascial hammock. To treat stress urinary incontinence. "After, and as a result of the implantation of the pelvic mesh products," the patient allegedly experienced, "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries." "Within two years," the patient began to experience dyspareunia and vaginal erosion." Also as a result of the pelvic mesh implants, the patient has allegedly experienced, "significant mental and physical pain and suffering, has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.